Event description:
I got essure in (B)(6) 2008. A year later I started having numerous issues, including high blood pressure, migraines, pelvic pain, and recently found out I have to have a hysterectomy due to multiple fibroids.